Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely green image is due to damaged charged coupled device (r-unit) and light guide bundle of the video cable section is broken; therefore, the light transmission is lost or too low. The most probable cause of the malfunctions is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the laparoscope exhibited damage fiber bonding in the distal end, broken charged coupled device unit (r-unit), and light guide bundle of video cable section; displayed green image and had lost or too low light transmission. There was no patient involvement.